Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for use of the subject device, the image was not displayed on the screen of the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the subject device had passed more than 5 years and 9 months since it was manufactured. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the failure of the power supply circuit board or the image processing circuit board by the aging degradation.